Event description:
Through follow-up, the following additional information was received. Per report, the seventeen (17) eyes that had further glaucoma surgery were due to glaucoma progression requiring further reduction and not due to increased intraocular pressure (iop). The report of hypotony was thought to be a wound leak rather than a complication due to the stent as the intraocular pressure recovered quickly. It was reported that both groups had similar rates of vision loss in the past three (3) months, and was therefore thought to likely be due to their glaucoma or other co-morbid diseases rather than the devices. Any omitted information was not provided through follow-up.

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: (B)(4): mean and mode used. B3: publication date used for date of occurrence. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony, elevated iop, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hypotony, elevated iop, and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2022-00015 for the report of malpositioned stent.

Event description:
Through a review of the article titled ¿comparative study of two (2) year outcomes for hydrus or istent inject micro invasive glaucoma surgery implants with cataract surgery¿, it was learned that the following events occurred. It was reported that following trabecular microbypass stent system procedures, twelve (12) operative eyes in the istent inject group required subsequent procedures to improve intraocular pressure (iop) control. Additionally, early hypotony occurred in one (1) patient which resolved within the first month. Per report, decreased vision occurred in seventeen (17) patients postoperatively, and device malposition occurred in one (1) patient. This report references the reported events of hypotony, decreased vision, and iop increase. Additional information has been requested. Please see the attached article for further details.